Event description:
It was reported that the patient experienced leg weakness following an implant procedure. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number:(B)(6). Batch/lot number:7078639. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI): (B)(4).